Event description:
The reporting facility reported the "y" shape connection appeared as it was about to disconnect. After four days in use, the doctor revised the catheter to a new catheter. No patient injury occurred as a result of the event. Additional clinical information has been requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.